Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a adt(admit- discharger- transform) messages were not crossing. The technical service engineer confirmed that the issue has been resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a patient information problem. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.